Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer's parent reported via phone call that the insulin pump had a recurring motor error alarm. The customer¿s blood glucose level was unknown. Customer reported that the drive support cap appeared normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump was returned for analysis.